Event description:
It was reported that patient experienced pain and "yellowish" drainage at the device site. The patient was given antibiotics. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information received from FDA. Reference number (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.